Manufacturer narrative:
Concomitant medical products: addr03 ipg; implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered a polarity switch to unipolar due to high impedances. The lead was left in use in unipolar and monitored. The lead now shows high impedance in unipolar along with oversensing of noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up that the lead was suspected for fracture and was not capturing. The lead was programmed off and continues to be monitored.